Event description:
It was reported that during a hand-assisted laparoscopic nephrectomy procedure, the device cut but did not staple on the renal vessel. The surgeon had to convert to open procedure to close the vessel.